Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the outer insulation was cut at 12 cm from the connector pin. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the physician slit through the sheath and crimped/caused insulation damage. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.